Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer used humalog in the cartridge for 3 days and reported "insulin was not working". Tandem technical support educated the customer that humalog was labeled for 48 hours with the cartridge. Customer acknowledged information and declined to provide further information regarding the event. Customer abruptly ended phone call with tandem technical support.